Event description:
Noise oversensing in the right ventricular channel with two inappropriate therapy were observed.

Event description:
Noise oversensing in the right ventricular channel with two inappropriate therapy were observed. It was reported on 20 jul 2015 that the subject isoline was abandoned and capped.

Event description:
Noise oversensing in the right ventricular channel with two inappropriate therapy were observed.

Manufacturer narrative:
The subject lead is not explanted.

Manufacturer narrative:
It was reported on 20 july 2015 that the subject isoline was capped and left in situ. The date of this intervention is unknown.